Event description:
It was reported that the patient had a cat scan a couple of weeks prior to report. At that time, the radiologist stated that the catheter wasn¿t continuous and, in another section, was disrupted. The device system was used to deliver fentanyl and dilaudid. Nine days later, it was reported that, in (B)(6) 2013, the patient noticed an increased, new pain in his lower right spine area, towards the hip. Multiple physicians in the healthcare provider (hcp) office told the patient he had sprained it, so the patient kept supplementing with oral pain medications to relieve his new pain. About four weeks prior to report, the physician ordered a CT scan and the radiologist saw a broken catheter. Three weeks after that, a dye test was performed and it was confirmed that the catheter had broken. It was indicated that patient might have moved too much, as he was an active man, and that could have caused the catheter to break. At the time of report, no appointment had been scheduled for a catheter replacement. Six days after that, it was reported that the distal portion of the catheter was severed and remained implanted. The patient had presented with underdose symptoms as the severed catheter had resulted in cessation of therapy. It was stated that, in the office, there had been an inability to aspirate, which led to the revision and replacement on the day prior to report. It was also noted that an investigative surgery had led to the catheter replacement. At the time of report, there was no patient injury. It was indicated that the device system was used to deliver morphine. Four days later, it was stated that, to the reporter¿s knowledge, the issue was considered resolved following the catheter replacement.

Event description:
It was later noted that the dye study in (B)(6) confirmed that the catheter was leaking and broken. An x-ray was performed on (B)(6) 2014 which noted that 2 catheters were visible.

Event description:
After the catheter revision, the patient's oral medications were inadvertently changed from every 6 hours to every 4 hours and it was that way for 4-5 months. After that, when the physician was notified, the physician decided not to give the patient oral medications. The patient wasn't happy with this decision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. They had an appointment date of (B)(6) 2014. No further information was provided. Additional information received reported the catheter had been broken six months prior. The patient had reportedly told the health care provider (hcp) that there was something wrong but he was ignored. Eventually a new arnp (advanced registered nurse practitioner) was hired who ordered a cat scan and the broken catheter was then revealed. It was then reported "the whole thing started in (B)(6)" late in october when the patient was moving and put a heavy television right on the pump. A week later, his pain returned and he had new pain and went through withdrawal. This was when the patient thought the catheter broke as well. It was also reported the patient had a new pain on his right side ever since the catheter broke. It was then reported that no part of the severed catheter was available to be returned. To the best of the device manufacturer representative's knowledge the patient was "doing ok". No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).